Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 5:35pm on (B)(6) 2016, when he obtained an alleged inaccurately erratic blood glucose result of "294 mg/dl". The patient manages his diabetes with insulin which he self-adjusts. He reported that after obtaining the result, he then administered his usual dose of 40 units of humalog insulin. He reported that at 5:36pm on (B)(6) 2016, he obtained a comparative blood glucose result on the subject meter of "59 mg/dl". Based on statistical methodology, the calculated difference between the reported results falls outside lfs' precision criteria; however, there was intervention of medication between the reported test results. The patient reported that "within 2 minutes", he developed symptoms of lightheaded and sweaty" and "lost consciousness". He indicated that at 5:37pm on (B)(6) 2016, he self-treated his symptoms by drinking "juice" and eating "sweets" to "bring [his] glucose back up". He denied using any other device to test his blood glucose levels. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, the test strips were within expiry date and had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used the same approved sample site to obtain the blood samples and he described the correct testing steps; control test had not been manually selected. The patient did not have control solution to test the meter and test strips. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.